Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was attempted to be implanted in the patient for the endovascular treatment of a 58 mm abdominal aortic aneurysm. It was reported that during the index procedure, the iliac artery ruptured when the physician attempted to advance limb device into iliac artery. A reliant balloon was then advanced and inflated in order to control bleeding. It was stated that a flank incision was performed to repair the iliac artery when patient went into cardiac arrest requiring CPR. After 20 minutes of CPR, the patient was pronounced dead. As per the physician, cause of the event was patient's anatomy, due to tortuous calcified left iliac artery. No additional clinical sequalae were reported and the patient expired.